Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during an arthroscopy procedure, it was noticed that a black piece of material was found in the joint. Further, the account believes it came from the probe unit.